Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the coordinating nurse, while inspecting the tube before insertion, noticed a jamming blockage of the inner cannula. There was no patient involvement.